Event description:
The recipient is reportedly experiencing decreased performance. Revision surgery is scheduled.

Event description:
The recipient is reportedly experiencing decreased performance. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Legal proceedings have prohibited the testing and failure analysis of the explanted device. As a result, no conclusion can be drawn at this time. If the legal proceedings allow for the analysis to be completed, the issue will be re-opened and the results of the analysis will be reported. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section h.6 advanced bionics considers the investigation into this reportable event as closed. Advanced bionics received permission to proceed with analysis on (B)(6) 2024. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.